Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure in 2015 and mesh was implanted. The patient reported that the device appears to have failed as she has experienced recurrent rectocele. Additionally, the patient has experienced urinary tract infections requiring antibiotic treatment. The patient reported she will return to her consultant in (B)(6) 2018. No additional information was provided at this time.